Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up the right ventricular lead exhibited loss of capture. A chest x-ray did not reveal any lead dislodgement. No intervention had been reported.